Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 23mm transcatheter bioprosthetic valve (b978609) into a previously implanted 21mm bioprosthetic valve with severe aortic insufficiency (ai), hypotension occurred as the delivery catheter system (dcs) crossed the valve. The dcs was pulled into the aorta to allow the pressures to recover. When the hypotension and severe ai did not improve, it was decided to re-cross and deploy the valve. After deployment, resuscitation was attempted but the patient expired. It is unknown whether an autopsy was performed.

Event description:
Additional information was received that per the physician, the cause of death was aortic insufficiency and neither the medtronic evolut valve or dcs were related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.